Event description:
Healthcare professional called to report lap-band system port or tubing is "leaking." Explant surgery has been scheduled. Follow-up information: healthcare professional confirmed the device has been "repaired." Event was first noticed when patient came in to the office for a follow-up after complaining of abdominal pain.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2014. Additional catalog #lap-band ap adjustable gastric banding system (unk size). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and product details have been requested. No additional information is available at this time.